Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified false downstream occlusion alarm was confirmed and reproduced during evaluation. The evaluation found elevated downstream signal levels which caused the reported symptom. The downstream tubing guide and gasket were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a false downstream occlusion alarm. There was no pt involvement.